Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a power error detected alarm. The customer¿s blood glucose level was unknown. The customer stated that the pump had alarmed power error detected. It was reported that the power error detected recurred within a week of troubleshooting of the previous occurrence. The customer was advised that the pump will need to be replaced. The customer was advised to refer to back up plan per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. Device passed displacement properly. Power error noted due to connector resistance issue electrical board.